Event description:
It was reported that during a ptca procedure in a tortuous rca, the intended lesion was predilated with another co's dilatation balloon catheter. The powersail was then going to be used to further dilate the lesion, but got stuck on another co's guide wire prior to entering the "rhv". The powersail was then pulled off the guide wire, but the tip had detached and was still on the guide wire. There was no pt injury reported.